Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. No device malfunction suspected. The patient was doing well postoperatively and the explanted device was kept by the facility.